Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-41, lot# va10cbv, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had the two leads taken out and their healthcare provider (hcp) moved the ins up because it was causing the patient pain at its current position. During the surgery the patient indicated that their hcp realized that the pudendal wire had moved so the hcp replaced that lead. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.